Manufacturer narrative:
Product event summary: the distal portion of the lead was returned, analyzed. Analysis indicated the inner insulation of the lead developed a breach due to metal ion oxidation while in vivo. Concomitant medical products: rvdr01 ipg, implanted: (B)(6) 2012, 5076-52, lead, implanted: (B)(6) 2007. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the low voltage right atrial (ra) and right ventricular (rv) leads were explanted due to device upgrade. The leads were analyzed and tested out of specification. No patient complications have been reported as a result of this event.